Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the cable tensioning, the cable ruptured and stayed stuck in the tensioner device. The operation was successfully finished with another cable tensioner. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The cable tensioner was received with a piece of cable jammed inside. There is no other visible damage to the part. The cable was removed and the tensioner was reassembled and tested. All test results met specifications. Review of the device history record confirmed this product met specification prior to shipping. The investigation shows that the cable did indeed got stuck and could not be moved anymore. We have to assume that the clamping mechanism inside is no longer in good condition. Or possible over tightening during use may also lead to such problems as well as insufficient cleaning after use. Another cable tensioner was developed to minimize such occurrences. Please note that this tensioner is several years old.

Event description:
This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device evaluated by manufacturer should be: no - device evaluation anticipated, but not yet begun. (B)(4)